Manufacturer narrative:
Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as a proximal aortic neck angulation less or equal 60°. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation. Please note that the follow up medwatch with MFR report # 3013164176-2019-00030 was emailed to FDA on april 8, 2019 to cover the device migration. Please note that the medwatch with MFR report # 3013164176-2019-00034 was emailed to FDA on april 8, 2019 to cover the gore® excluder® iliac branch endoprosthesis.

Event description:
On (B)(6) 2019, follow-up x-ray imaging identified dislodgement (unknown amount) of the plc271400j device from the gore® excluder® iliac branch endoprosthesis (ceb231210a/18726340) and the retrograde abdominal aortic dissection. Subsequent CT imaging identified that the dissection extended retrogradely from the left renal artery up to the left subclavian artery. It also identified recurrence of the proximal type I endoleak. It was reported that the patient's proximal neck was highly tortuous (angle unknown), and the pla260300j did not have a good wall apposition at the proximal neck at the time of the CT imaging. The physician reportedly attributed the dissection to the pla260300j, changing the patient¿s anatomy, then resulting in the endoleak and the dislodgement of the plc271400j. On (B)(6) 2019, a re-intervention was performed. A contralateral leg component was additionally implanted between the plc271400j and the ceb231210a to bridge the both devices. An aortic extender component was additionally implanted extending the proximal neck, and a subsequently touch-up ballooning was done to repair the dissection and the endoleak. An angiography showed persistent perfusion to the entry and endoleak, therefore another aortic extender component was additionally implanted, and another subsequent touch-up ballooning was done; however the perfusion and endoleak did not resolve. The physician elected to monitor the patient, and the patient tolerated the re-intervention.

Manufacturer narrative:
Please note that the medwatch with MFR report # 3013164176-2019-00030 was emailed to FDA to cover the device migration. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (dissection).

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm and left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis. The iliac branch endoprosthesis was successfully implanted at the left side, and then the main body was delivered from the right side. A contralateral leg component (plc271400j/18595828) was deployed to bridge the contralateral gate and the iliac branch component. During the procedure, a proximal type I endoleak was identified, therefore an aortic extender component (pla260300j/18585976) was implanted just distal to the renal arteries to repair the endoleak. The final angiography showed resolution of the endoleak. The patient tolerated the procedure. Post-operatively when the patient was transferred to the ICU, the patient presented with a chest pain. The patient was being monitored. On (B)(6) 2019, follow-up x-ray imaging identified dislodgement (unknown amount) of the plc271400j device, and the retrograde abdominal aortic dissection. Subsequent CT imaging identified that the dissection extended retrogradely from the left renal artery almost to the aortic arch. It also identified recurrence of the proximal type I endoleak. The physician reportedly attributed the dissection to the pla260300j device, then resulting in the endoleak and the dislodgement of the plc271400j device. The treatment is not required as the patient is currently asymptomatic. The physician is monitoring the patient.